Manufacturer narrative:
The returned device was evaluated and the device was received with corrosion observed on the pcb and top battery. During the investigation, an internal leak was found in the fluid path due to a hole in the unexposed portion of the soft cannula. The fluid path was manually occluded, and fluid was observed diverting through the hole in the unexposed portion of the soft cannula. This leak caused fluid to accumulate in the device and resulted in the observed corrosion on the pcb and top battery. No data could be retrieved from the device due to the corrosion present. Due to the inability to retrieve the data, the reported event could not be determined.

Event description:
A patient reports while wearing a pod between 24 and 36 hours their blood glucose level had rose to over 250 mg/dl. In addition the patient reports receiving a hazard alarm while wearing the pod. The patient reports seeing a black spot near the transparent part of the pod.